Event description:
The customer reported a patient with a reaction after a normal examination with a scope that was high level disinfected with cidex opa. The patient presented to the clinic with symptoms of abdominal cramping and rectal urgency without bowel movement. The patient was examined with a flexible sigmoid scope. She was not prescribed any medication. The burns cleared in approximately one week. The customer was unsure if the scope was processed in their asp automatic endoscope reprocessor or their dsd medivator. The customer was unsure when they were last serviced.

Manufacturer narrative:
.